Event description:
It was reported that an episode of non-sustained right ventricular oversensing caused by oversensing of the capacitor integrity check during automatic capacitor maintenance was observed. This issue had no impact on the device's functions.

Manufacturer narrative:
(B)(4).